Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for this event. Treatment for the peritonitis included injections of reflin (2gm/5 liters, route not reported) and tobramycin (80mg/5 liters for 24 hours, route not reported). It was unknown if the patient recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient¿s treatment with antibiotics was discontinued and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.